Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (B)(6).

Event description:
The customer reports erratic (falsely elevated) clin chem creatinine assay results on one of the architect c8000 analyzers in the lab. Results for this patient ranged from 239.9 umol/l (2.71 mg/dl) to 965.1 umol/l (10.9 mg/dl) on the analyzer. No suspect results were reported from the lab with no patient impact. A service call was initiated.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and replaced the reagent syringe drive to resolve the issue. Subsequent instrument operations and test results were acceptable. The architect system operations manual (pn (B)(4)) and the creatinine assay package insert ((B)(4)) contain information to address the customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The complaint evaluation information did not reasonably suggest a device malfunction caused this issue. The creatinine discrepant results issue was resolved though the replacement of a used reagent syringe drive due to normal wear and the device is meeting performance specifications and performing as intended. No systemic malfunctions or adverse trends were identified during this evaluation.